Event description:
It was reported that 2 hours after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented with atypical chest pain. A focal proximal lad lesion was found, that was highly suitable for stenting. The physician successfully placed a taxus express2 3.0x12mm drug eluting stent into the mildly calcified, 90% stenosed lad lesion using intravascular ultrasound (ivus) for stent selection and sizing. The balloon was deployed @ 22 atm for full expansion. It is unknown if the lesion was predilated. Although the lad itself was around 4.5mm in diameter and the reference lumen was between 3.0 and 3.5mm, it appeared that slightly undersizing the stent was the best option and it was deployed at high pressure so the final minimal lumen dimension by ivus was highly satisfactory at 3.0 x 3.2mm. On the post stent ivus, there was evidence of slight plaque prolapse along the stent, which did not require additional spot stenting. The pt underwent sheath removal in the usual fashion with manual pressure with a femstop device. They received 600mg of plavix immediately post intervention. They were already on aspirin 325mg daily. IV angiomax had been used as the antithrombin during the acute procedure. The pt returned to progressive care uneventfully. While there, they suddenly developed severe chest pain and their EKG showed st elevations, suggestive of acute thrombosis in the lad. Pt was brought back to cath lab, access obtained and guidewire was inserted. The lad was found to be 100% occluded. Pt had dramatic and sudden relief of chest pain at that very moment, within 15-20 seconds of passing the guidewire. A possis angiojet catheter was then used to remove as much thrombus as possible. Three runs were made. Following the angiojet procedure, ivus was repeated. There did appear to be more evidence of plaque prolapse along the taxus stent site. None of this was severe enough to explain the thrombosis. After the possis angiojet and follow-up ivus, the physician decided to place a second stent to push back any plaque prolapse that was observed within the 3.0 x 12 mm taxus stent. A taxus express 3.5x20mm bare metal stent was deployed @ 14 atm's and completly overlapped the taxus stent, with some extension out either edge of the preexisting stent. The pt did experience some chest pain and st elevations during placement of this stent. Timi grade 3 flow persisted throughout the remainder of the case. An angiogram showed brisk and normal flow, 0% angiographic residual and widely patent vessel by ivus. Virtually all of the plaque prolapse was eliminated except for perhaps one very tiny localized area in one quadrant which did not require placement of a third stent. Physician was going to request a workup for a possible hypercoagulability syndrome. No results have been available regarding that. IV reopro and heparin were used during this acute re-intervention. Pt status is reported to be satisfactory.